Event description:
On (B)(6) 2025, a patient underwent a vacuum assisted breast biopsy procedure using the elevation probe. Prior to the procedure, the outer guiding tube was found detached upon opening. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: based on the confirmation from qe, for the reported event stating like the outer tube (guiding) was detached upon opening, and the user did not use it. The file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. D4 (unique identifier (UDI) #), g3, h6 (device) . Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a vacuum assisted breast biopsy procedure using the elevation probe. Prior to the procedure, the outer guiding tube was found detached upon opening. There was no patient contact.